Manufacturer narrative:
D3 - mfg establishment name. D4 - serial #, d4 - primary UDI number, h4 - device mfg date, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "the heating tube installation alarm still rang" was not verified by functional testing. Conversely, the l-70 warming tube non-attachment alarm does not activate even if the warming tube is not attached correctly. The reported issue was presumed to be caused by a slight deformation of the microswitch lever. The microswitch was replaced, and the device passed all functional and performance tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H4: manufacture date are unknown, invalid serial number provided by the customer.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that even though the heating tube was inserted, the heating tube installation alarm still rang. This occurred during priming. There was no patient involvement.